Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 at 12-1 pm, with blood glucose unknown. The customer¿s blood glucose level was around 400 mg/dl at the time of the incident. The customer was treated with intravenous drip and potassium. Customer was not using auto mode feature. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not mention any symptoms of their blood glucose levels. The device will not be returned for analysis.